Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was broken from the delivery system, only it was returned with a stent loaded. The stent was manually removed from the guide catheter. The guide catheter is kinked in several locations. The distal section of the guide catheter is tapered which indicates that it was properly attached to the delivery system prior detachment. The stent is deformed. Based on the product analysis, most likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Handling, manipulation of the device can cause kinks in the guide catheter. Once the guide catheter is kinked the device become difficult to retract the pull wire and consequently there will be difficult to deploy the stent. Continued attempts to deploy the stent or excessive force applied to deploy the stent can result in guide catheter breakage and stent damaged (deformed). Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ampulla, duodenum on (B)(6) 2017. According to the complainant, upon deploying the stent, the nurse pulled on the deployment wire, reporting it was very difficult to pull. The nurse pulled harder, and the guide catheter broke away from the delivery system. They removed the broken guide catheter with rat tooth forceps and placed another stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ampulla, duodenum on (B)(6) 2017. According to the complainant, upon deploying the stent, the nurse pulled on the deployment wire, reporting it was very difficult to pull. The nurse pulled harder, and the guide catheter broke away from the delivery system. They removed the broken guide catheter with rat tooth forceps and placed another stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".